Event description:
The customer reported via phone call that they had high blood glucose levels of 469 mg/dl. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 70 mg/dl when their actual blood glucose level was 320 mg/dl. The customer also received the calibration error alert. After troubleshooting, the customer was advised that a replacement sensor would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.